Event description:
It was reported that the trocar became detached from the rod inserter when the surgeon attempted to withdraw the trocar after tunneling. A c-arm was used to locate the trocar, and it was retrieved using forceps. During placement of the rod, the rod detached from the rod inserter. On the second attempt to place the rod, it detached from the rod inserter a second time. On the third attempt to place the rod, the rod was put in place and then detached from the rod inserter a third time. There was no patient injury reported.

Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.